Event description:
Ref: (B)(4). S.n. (B)(6). (O2 failure) we are supporting the hospital to set up the unit , verify the condition, batteries, etc. During initial set up we run into what we considered that this unit had an "out of box failure" displaying "o2 supply failure" but when we checked the log file we noticed that the unit had been handled in 2021 and 2022. We found the following "o2 supply failure" the o2 pressure via hpo and hose is ok. The o2 cell looks fine p/n 396200/01 ser.n. (B)(6) swaped cells. Same result. No lpo adapter connected to the unit. O2 input set to hpo. The unit seems to be working at least the basics except for the o2 we did not try to run the software tests. Not at least the o2 problem was solved. We have taken some screen shots and also downloaded the unit files. Some related tests test 2401 flow sensor qvent ok (the flow changes with control knob) but qo2 does not change with the adjustment. We are generating a cer and loading the files. Note: we do not know at this time whether there are other problems with this unit.

Manufacturer narrative:
This issue is deemed a reportable event since the malfunction oxygen supply failed" can lead to a delay in the therapy since the ventilator cannot be used. Another ventilator must be made available. The root cause cannot be determined. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. Hamilton fm 653570 rev. 01 medical page 4 of 5 investigation report (remediation) confidential complaint nr (B)(4).